Event description:
The ventilator alarm and external room alarm were sounding. Patient's ventilator was reading "inop." Patient was immediately removed from the ventilator and bagged with 100% oxygen. Rn then assumed responsibility for ventilating the patient while the respiratory therapist exchanged the ventilator. Vital signs were stable throughout incident. The ventilator was pulled from service. Problem found with cpu board which was then replaced.